Event description:
It was reported that two lasso catheters "snapped".

Manufacturer narrative:
The event description provided by the customer was not indicative of a reportable complaint. The customer returned 3 catheters from the same lot. Preliminary eval results indicated that one catheter became locked in the deflected and contracted position (after deflecting and contracting ten times), and it could no longer undeflect or uncontract. Biosense webster became aware of this reportable malfunction upon eval of the complaint product on 03/15/08. The product eval has not yet been completed. This report will be updated upon completion of product eval.